Event description:
It was reported during central processing that the instrument had a bent tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: "the below instrument was found defective during central sterile processing. It was not used on a patient no other information was obtained"

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side and vertical misalignment of the grips. There was a 0.052¿ offset at the tips and a gap between the grip tips was observed. The root cause of this failure is attributed to mishandling/misuse. The instrument was also found to have various scratch marks removed on the main tube. The scratch marks were 0.114¿ - 0.232¿ in length and were not aligned with the tube axis. The root cause of this failure is attributed to mishandling/misuse. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The root cause of this failure was attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk4827 with 1 use remaining. This complaint is being reported because there was evidence of thermal damage on the bipolar yaw pulley. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Field is not applicable.